Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 100% stenosed lesion in the proximal right coronary artery (prca). The lesion was pre-dilatated with a semi complaint balloon, after which a 3.00x23mm xience alpine drug eluting stent (des) was implanted at the target lesion. Subsequently a distal end dissection was noted. A 3x15mm xience alpine des was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.